Event description:
After the impella cp was placed, the introducer sheath removed, a leak alarm was noted on the console. Investigation revealed leak in the main impella tubing. Impella support was contacted. Recommendation was to replace the impella device.